Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
T was reported that during an implant procedure a lead was placed and the doctor inserted the pin into the header, tightened down the set screw, and performed a tug test, and the pin became separated from the rest of the lead body. The lead was removed and a new lead was successfully implanted. The patient was reported to be doing fine.